Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had the implant surgery and was programmed a few weeks later and the tremors were gone. The patient had been reprogrammed once. It was indicated that patient was cutting trees down in the back yard and a branch fell on his head. The patient had broken his ribs from it. The patient went into the emergency room and cat scans were done. The cat scans showed ¿everything was ok¿ and the ¿wires were still in the correct place¿ but since then the tremors had come back noticeably. The tremors were not as bad as they were before the implant but they were back and that was why the patient needed reprogramming. The event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient hadn't shown up for their appointment to check device so no actions/interventions had been taken to resolve the lack of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.